Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. As received, the ventricular set-screw of the device was found completely screwed in, which corresponds with the report of the physician. The identified damage to the 1st thread of the ventricular set-screw could have resulted from contact with the lead during the connection attempts. In addition, it was confirmed that the ventricular set-screw was correctly positioned at the end of the mfg process and that the glue bead preventing the set-screw to move during shipment was present. The metal particles found at the ventricular position on the backside of the silicone cap are indicative of difficulties encountered by the physician when trying to engage the ventricular set screw during the connection attempts. With the device analysis performed, it is more likely that during the initial attempt, the ventricular lead was not inserted completely prior to the tightening of the ventricular set-screw. As a result, the set-screw might have become screwed in the fully screwed in position and explain why the lead came out when it was pulled out, further attempts to insert the lead and tighten it failed most probably because the set-screw was not unscrewed enough. It should be noted that all pacemakers are checked at finished-device inspection to ensure the appropriate placement of each set-screw within its associated terminal block; an is-1 connector is fully inserted into each port.

Event description:
Reportedly, during the implantation procedure it was impossible to insert completely the ventricular lead even after different attempts (the connector pin for the lead could not be inserted fully into the port). The screwdriver was turned clockwise as the ventricular lead pin was being pushed into the port; however the lead came out when it was pulled out. Since the set-screw for the ventricular side was suspected to be screwed-in from the beginning, the set-screw was unscrewed, and then the lead was inserted into the port again; however, the result remained the same. The connecting procedure for the atrial side of the lead was not attempted. The pacemaker involved in this MDR report was not implanted and returned for analysis.